Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse found damaged (broken) ise electrode cables. The fse replaced the cables to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient data was not provided.

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association to this event. The erroneous results were not released from the laboratory.